Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to high angle of insertion or downward force applied during device placement. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right and left common femoral arteries (rcfa and lcfa) was attempted with two proglide devices using the pre-close technique via 7f sheaths prior an iliac branch interventional procedure. Reportedly, there was scarring at the access sites. The proglide plungers were removed with resistance. No sutures were seen with plunger removal and the sheaths became ripped off the guide in both the rcfa and the lcfa. The vessels were incised to remove the sheaths. The sheaths were upsized to 16f and the iliac procedure was completed. Surgical suturing was used to achieve hemostasis at both sites. There was a reported clinically significant delay in the procedure or therapy and prolonged hospitalization. No additional information was provided.